Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised due to high cocr levels.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This is a duplicate report of 1818910-2015-29004. This report, 1818910-2015-28962, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2015-29004. Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 5/5/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported hip/groin/thigh/leg pain, weight bearing issues, limited and difficulty standing and walking for long periods of time, clicking/snapping noises, burning sensation at incision site with pressure, elevated metal ions, heart arrythmia, heart skips beats, chest discomfort, pounding in chest, shortness of breath, very limited activities of daily living, worry, stress, and mental anguish. An MRI reportedly showed a fluid collection in hip and revision surgical report, dated (B)(6) 2015, noted adhesions anteriorly and posteriorly and wear debris around the trunnion and in the tissues. Lab results for metal ions were less than 7 parts per billion.